Event description:
A physician reported a pt who was double skin tested with negative results on 5/10/96 and 5/27/96. She was treated on 3/10/96 into the periocular lines. On 3/24/97, the pt developed redness, swelling and pruritus at the injection sites; the symptoms were intermittent in nature. On 3/24/97, topical corticoids and an oral antihistamine were prescribed; both medications were effective.